Manufacturer narrative:
The lead is expected for return. This report will be updated upon completion of analysis.

Event description:
It was reported during the procedure, after positioning and fixating the right ventricle (rv) lead, the output values were high. The physician attempted to position the lead again, but on the second attempt, the helix could not be fully retracted or extended. The lead was replaced with a lead of a different model. During the placement of the second lead, a perforation was observed via eco. The patient remained stable and the procedure was completed without further complications. The lead is expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, after positioning and fixating the right ventricle (rv) lead, the output values were high. The impedance measurements and r waves were stable. The physician attempted to reposition the lead, but it took more than 30 turns to retract the helix, and it remained partially outside the lead. The lead was removed with some difficulty, and it was replaced with a passive lead. A small perforation in the right ventricle was observed on eco, but the patient remained stable. There were no further complications with the procedure. The physician mentioned that the allegation was due to the malfunction of the fixation mechanism on the first lead. Additional information: a return request was submitted to field. The field rep indicated that the device is no longer available for return.